Event description:
It was reported that the pt underwent l5-s1 alif. During the procedure, the endoring pins broke off and were embedded in the l5 and s1 vertebrae. The procedure was completed with no further complications. The broken fragments were left inside the vertebrae.

Manufacturer narrative:
The device was not returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.